Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5147267.

Event description:
It was reported via voluntary medwatch that the right ventricular lead was explanted due to infection. Further information was not provided.